Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia with coma (loss of consciousness).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient experienced hypoglycemia with coma. The patient´s wife called the patient and as he didn´t answered, she called the brother to check on the patient. The patient's brother found him and called an ambulance. They tried to treat the patient with glucose gel, but he was unresponsive, so the paramedics treated the patient with glucagon injection. The patient regained consciousness and after the treatment the cgm reading was 3.2 mmol/l and the blood glucose reading was 5.2 mmol/l, these values were observed after the patient received treatment for hypoglycemia which does not mean that the inaccuracy remained equal during the event and loss of consciousness. At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.